Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. A 2.75x18mm rx xience xpedition stent was deployed and a dissection occurred at the distal end of the stent. A 2.25x12mm xience v stent was deployed to cover the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.